Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3, e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive peeling was deteriorated due to chemical stress (handling issue). Olympus will continue to monitor field performance for this device.

Event description:
The ultrasonic gastrovideoscope was returned to an olympus service center for maintenance with no specific complaint by the end user. During inspection, the evaluation was performed , noted that peeling on cement of the objective lens were observed (the adhesive becomes deteriorated due to chemical stress applied during the cleaning disinfectant and sterilization (cds) process). There was no patient involvement. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation. Upon inspection it was determined that the objective lens had peeling cement noted that a non olympus repair glue was observed. The light guide tube had light scratches. The adhesive becomes deteriorated due to chemical stress applied during the cleaning, disinfectant, and sterilization (cds) process (handling issue). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.